Event description:
Additional information: it was reported that patient had no symptoms due to the event. It was added that the old medication was successfully removed from the pump and replaced with bolus. As of the date of this report patient was doing great and receiving effective therapy.

Event description:
It was reported that during a refill, a change in concentration was done from 250mcg/ml to 500mcgg/ml; however a bridge bolus was not performed. On (B)(6) 2012 the pump was programmed to deliver baclofen 500mcg/ml at a daily dose of 64mcg/day at 1pm. Catheter and pump tubing volume was 0.395ml, flow rate was 0.128ml/day. Patient had been getting 32mcg/day but had not reported any return of symptoms. Per calculation it would take approx. Three days or more before the 500mcg/ml would reach the patient. It was planned to aspirate cap (catheter access port) and remove the rest of the 250mcg/ml then prime on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer: 8840, serial# unk; catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).